Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue was not confirmed during meter testing. The test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high, compared to another meter. The complaint was classified based on customer service representative (csr) documentation, since the patient could not be reached to obtain additional information. The patient reported that the alleged meter issue began on (B)(6) 2016 at 08.30am. The patient reported she obtained an alleged inaccurately high blood glucose reading of 501 mg/dl with the subject meter compared to 250 mg/dl on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs' criteria for accuracy. The patient informed the csr that she manages his diabetes with oral medication, diet and exercise. The patient denied making any changes to her usual diabetes management regimen due to the meter issue. The patient denied developing any symptoms due to the alleged issue however stated that on (B)(6) 2016, she attended the emergency room, where she was treated with IV fluids. The patient reported that at 4.00 pm, her blood glucose was tested on the emergency room meter, the result obtained was 250 mg/dl. During troubleshooting, it was established that the patient's meter was set to the correct unit of measure. It was noted that the test strips had been open longer than the discard date. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for a high blood glucose excursion after the alleged meter issue began.